Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the medium-large clip applier instrument clip was not releasing after being applied. There was no fragment fall into the patient. On (B)(6)2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: clip applier not releasing after they apply the clip. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel/tissue bundle. The clip was not releasing after being applied. This occurred during the 1st clip application. The customer completed the procedure using a backup da vinci instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.